Event description:
It was reported that a pt being ventilated went into respiratory arrest (ventilator alarm sounded).the device was replaced and again blocked, the pt went into respiratory arrest (ventilator alarm sounded), and then recovered.